Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cut through femoral trial screw hole is stripped out not allowing the posterior box trial to screw onto the femoral trial. The screw on the posterior box trial is stripped and not screwing onto the femoral cut through trial. This occurrence did not add any additional time to the procedure. There were no parts left behind. These 2 item as need to be replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.